Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system was explanted and replaced due to exhibiting an increase in the shock impedance remeasurements, these measurements were still within normal limits. This system is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.